Event description:
Customer reports that 2 pt with a previous history of anti-e and one pt with a previous history of anti-jka failed to react with mts anti-lgg lot# 122204001-18 and 3% surgiscreen lot# 3ss301.